Manufacturer narrative:
Clot detection is activated on the analyzer and special washes are correctly programmed. Calibration and quality controls were acceptable; an instrument or reagent problem can be ruled out.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of questionable ureal urea/bun and crej2 creatinine jaffé gen.2 (creat) results on a patient sample. The results for the creat assay were erroneous. The initial creat result was < 0.6 mg/dl and was reported outside the laboratory. The repeat result was 0.97 mg/dl. There was no adverse event. The creat reagent lot number and expiration date were requested but not provided. Quality control recovery on the analyzer was ok. The field service representative could not find a cause for the event. He performed an instrument check and precision tests, which were in specification. The customer performed calibration and quality controls, which passed. The customer is using 13mm diameter tubes without the recommended rack adapters. The customer does not know whether the test was run from the 13mm tube or whether is was tested from an aliquot from a preanalytical system. The customer thinks the sample was not properly spun and was tipped over, mixing with red cells. Missampling due to non-use of the rack adapters cannot be excluded as a possible root cause.